Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmissions revealed that the right ventricular lead had a low and out of range high voltage impedance. The device was reprogrammed to address the issue on (B)(6) 2020. The patient was in stable condition and will continue to be monitored.